Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the battery returned with the device measured 4.24 volts, battery end of operation is 6.3 volts. It was also noted that the keyboard was contaminated.

Event description:
It was reported the device went to "off alone". It was further reported the generator went off/turned off with no explanation every time they tried to turn it on. It was noted this event occurred during a test with the device before the procedure involving the patient. The device is being returned for repair. No patient complications were reported as a result of this event.